Event description:
The facility representative reported a flogard infusion pump that alarmed "battery low". This event was reported to have occurred during patient use. It is unknown if there was any patient injury or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation: the customer reported problem of "battery low" was confirmed and reproduced during product evaluation. Service determined that the cause was due to a discharged battery. Service stated that replacing the batteries restored normal functionality to the device during testing. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, the battery was replaced during the previous service. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.